Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time.

Event description:
As reported, during insertion of this swan ganz pacing catheter, the catheter seemed very flimsy/soft, and it was not possible to place the device. Another pacing catheter was used successfully. There was no allegation of patient injury. Unfortunately, the sample is not available for evaluation as it was discarded by the customer.